Manufacturer narrative:
It was initially reported that a ventilator failed to power on. The ventilator was returned to the manufacturer for investigation. The root cause of the reported issue was an intermittent failure of voltage regulator (u2) on the device's power management board.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device is currently being evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.